Event description:
During procedure, the biosteon absorbable screw broke the head when inserted to fix the graft in the femoral tunnel according to the surgeon. The material could not be collected due to the surgeon's difficulty in removing the broken material. For continuity of the procedure it was necessary to release a titanium screw for the patient in question. (Information reported to biocomposites through stryker) biosteon screw 7mm x 23mm broke during surgery. Information on internal report for (B)(4) as follows: medical intervention was required due to the screw breaking during insertion. A titanium screw was used to complete the surgery. Screw debris was reported left inside the joint. Surgery was completed successfully. No further reports of post surgical complications from the residual material of the screw remaining in the patient. There is limited information available on case details, the screw has not been returned and no image of the screw was provided. After a detailed investigation it was identified that the root cause was down to user error and the technique used.